Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-00972, 1627487-2022-00973, 1627487-2022-00974. It was reported that lead migration issue was confirmed via x-ray. The cause of the lead migration is unknown. The left s1 and right t12 lead was explanted and new leads were implanted. There were no complications during the procedure and effective therapy was restored post procedure. It is unknown which lead is the left and right leads therefore all leads are being reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-00972, 1627487-2022-00973, 1627487-2022-00974. It was reported that lead migration issue was confirmed via x-ray. The cause of the lead migration is unknown. The left s1 and right t12 lead was explanted and new leads were implanted. There were no complications during the procedure and effective therapy was restored post procedure. It is unknown which lead is the left and right leads therefore all leads are being reported.